Event description:
A report was received that the patient had an infection. The hole at the pocket site was not healing. The physician believed that the infection was likely due to the procedure. Keflex antibiotics were prescribed. The patient¿s wound appeared to have healed with no further complications.